Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that ten infusion sets fell off events during use on 18-may-2024 and 07-june-2024. The infusion set was in use for 36 hours. Blood glucose level reported during an event was 268 mg/dl patient replaced infusion set and resumed insulin deliveries successfully. No further information available.